Manufacturer narrative:
The device was returned to zoll medical corporation; the device was put through extensive testing without duplicating the customer's report. The malfunction was observed during review of the device's history log. However, it does not appear to be a device malfunction. Review of the log indicates a connection issue between the electrode pads and the test equipment. The associated electrode pads were not returned to zoll for evaluation as part of this investigation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.